Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) caused an injury to the aortic arch and the procedure was converted to a thoracotomy. The bleeding site was sutured, and the bleeding stopped. Extracorporeal membrane oxygenation (ECMO) was stopped but coagulation control did not work. Bleeding was observed due to oozing and the vitals were unstable. ECMO was used again and the artificial vessel was sutured. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that two days following the valve implant the patient died. The cause of death was the arch dissection, as coagulation and hemostasis were unable be performed successfully. An autopsy was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates the delivery catheter system (dcs) was torqued during advancement and it was reported that the spine of the dcs could not be controlled. This indicates that there was difficulty advancing the dcs. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that there were two levels of tortuosity on the abdomen and chest, which is the most likely cause of the advancement difficulties. It was reported that a perforation of the aortic arch was observed while torquing the dcs. The evolut pro system instructions for use (IFU) instructs "do not rotate the catheter as it is advanced". Additionally, the IFU instructs "if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Two days following the valve implant the patient died. The cause of death was the arch dissection, as coagulation and hemostasis were unable be performed successfully. Cardiovascular injuries, such as perforation, dissection and bleeding, and patient death are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. With no angiographic evidence for review, the cause of the perforation and dissection cannot be confirmed. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a perforation of the aortic arch was observed while torquing the spine orientation of the delivery catheter system (dcs). The spine of the dcs could not be controlled. It was reported that two levels of tortuosity on the abdomen and chest were observed. No additional adverse patient effects were reported.  Updated data: e3 - occupation; h6 - patient code, device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.